Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "basket catheter got 'boostered up' in 7fr sheath. The basket doesn't go through the sheath and had to get new ones." It was reported the catheter approximately 10-20cm from the basket head buckled in the sheath. The device was retrieved. The basket catheter was replaced and procedure proceeded as normmal. No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "basket catheter got 'boogered up' in 7fr sheath. The basket doesn't go through the sheath and had to get new ones." It was reported the catheter approximately 10-20cm from the basket head buckled in the sheath. The device was retrieved. The basket catheter was replaced and procedure proceeded as normal. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one ptd catheter assembly and a lidstock for analysis. Signs-of-use in the form of dried biological material was observed on the inside of the sheath. A non-arrow, blue guide wire was inserted through the ptd catheter and was stuck. The basket wire was also partially deployed but the proximal connector cap of the basket was stuck inside the sheath. After failing functional testing, it was determined that something within the sheath was likely causing the heavy resistance, which subsequently prevented the basket wires from retracting/deploying. A lab inventory scalpel was used to cut into several locations along the sheath body. A white, powdery substance was observed inside a portion of the sheath. This substance had dried to the cable body. While performing functional testing, the shrink tubing had peeled back, which exposed a section of the torque cable. The outer diameter of the exposed torque cable measured 1.34mm, which is within the specification limits of 1.296mm-1.372mm per the torque cable graphic. To measure the inner diameter of the sheath, the torque cable was severed. The inner diameter of the sheath measured .079", which is within the specification limits of .077"-.080" per the sheath extrusion graphic. The sheath outer diameter measured .0945", which is within the specification limits of .094"-.096" per the sheath extrusion graphic. An attempt to deploy and retract the basket wire was performed. Major resistance was observed, which prevented the cable wire from moving. The returned ptd catheter was inserted into a lab inventory rotator, and when the button was turned on, the catheter did not rotate. The ptd catheter appeared to be stuck within the sheath which was expected based on the functional testing. R and d was contacted as part of this complaint investigation. They indicated that neither the torque cable nor the shrink tube undergoes any type of coating or any other process that would have introduced this unknown, white substance. Therefore, it can be assumed that this was introduced by the customer. A device history record review was performed based on the lot number on the returned lidstock, and no relevant findings were identified. The IFU provided with the kit informs the user, "potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered". The IFU also stares, "flush catheter lumen with heparinized saline and manually remove any accumulated fibrin from fragmentation basket. Inject small amount of contrast to ensure that adequate thrombolysis of venous limb has been accomplished. Avoid over-injection of contrast to minimize the risk of arterial embolization". The customer report that the ptd basket could not be retracted back into the sheath was confirmed through functional evaluation of the returned sample. The ptd catheter was returned with the basket partially retracted and could not be further retracted or deployed. The sheath body was cut open and significant amounts of a dried, white powdery substance was observed. This in combination with dried biological material caused the heavy resistance. The sheath met all relevant dimensional requirement, and a device history record review was performed with no relevant findings. Based on the condition of the returned sample and the time of discovery, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.